Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. In this case, the patient required a permanent pacemaker on post-operative day six. Based on the available information, the root cause for the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a after implant of a 21mm pericardial aortic valve, the patient required a permanent pacemaker due to arrhythmia. The patient also had mitral valve repair using a 28 mm annuloplasty band. As reported, a full sternotomy was used and an oblique aortotomy was performed. Visibility of the annulus prior to valve implant was good and annulus was debrided. The 21mm pericardial valve was implanted. Transesophageal echocardiography demonstrated the aortic prosthesis to be well seated and functioning normally. The patient tolerated the procedure well and was taken to the open heart recovery room in a hemodynamically stable condition. Immediately post-op, the patient required pacing due to bradycardia and underlying junctional rhythm. Attempts were made to turn off pacer, but her cardiac rhythms range from junctional to supraventricular tachycardia and sinus brady. The patient agreed to pacemaker placement and the pacemaker was placed on post-operative day six. The patient was then is in a sinus rhythm, tolerating diet, and was ambulating well. The patient was ready to go home with home health.